Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer changed their set earlier and was unable to complete the rewind process. The patient's blood glucose at the time of incident was 147 mg/dl. It was explained that a safety mechanism may have prevented the rewind process; however, troubleshooting did not occur. The insulin pump will be returned for analysis.